Event description:
It was reported that during removal of a screw (first-time use) the jag/jaw broke off. There was a delay of approx 45 min. They used another device to remove the screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the connector to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. The found damages on the unbroken connector peg and on the connector surface indicate that the instrument hit metal several times with strong forces or was damaged heavily by tools. The breakage surface of the broken peg indicates the peg broke due to a bending overload. A pre-damaging of the instrument could not be excluded. The broken peg indicates that the connector was used with strong forces most likely due to a jammed lag screw; it is possible that the set screw was not removed prior to the lag screw removal. In this case the lag screw cannot be turned because it is blocked by the set screw. Which circumstances did lead to the broken and deformed connector pegs could not be determined due to missing information. However, no material, design or manufacturing related issues were found; therefore a manufacturing issue could be excluded. No discrepancies were detected during risk analysis review.

Event description:
It was reported that during removal of a screw (first-time use) the jag/jaw broke off. There was a delay of approx 45 min. They used another device to remove the screw.